Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the intuitrak abdominal aortic aneurysm stent graft. Approximately seven (7) years post initial procedure, thrombus within the stent graft was detected with a narrow flow lumen during routine follow-up. A re-intervention is planned for a later date where the stent graft will be relined with an ovation device pending cardiac clearance. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting an infrarenal afx device on (B)(6) 2018.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and an inadequate response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.